Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0865 inches. Device tested okay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s father reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 498 mg/dl at the time of incident. Customer¿s father also stated that the insulin pump had insulin flow block alarm. Trouble shooting was performed for insulin flow blocked alarm and they had tried all remedies. Customer declined trouble shooting for hyperglycemia. The insulin pump will be returned for analysis.